Manufacturer narrative:
D9: 9/22/2025. H6: codes were updated. One device was returned for investigation. It was reported that complaint of leakage could not be determined. He reported issue of leakage can be confirmed and the failure mode observed was leakage at the internal bag seams. A device history record (DHR) review reported no discrepancies or non-conformances during the battery is aftermarket, all tamper seals voided, aftermarket plunger tube.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cadd exhibited leaking. There was no patient involvement.